Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said that she went to the healthcare provider (hcp) and she said her leads were not in place. She thinks the hcp looked at the leads through an x-ray. Patient said the device never worked that well from the time of implant. No further complications were reported.